Event description:
Customer reportedly received results of 49 mg/dl and 118 mg/dl within 10 minutes on the advantage system. No low blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.